Event description:
The reporter stated, the surgeon implanted and removed a cq2015a collamer aspheric three piece due to bleeding in the anterior chamber. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic bent. There was evidence of reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.